Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, device manipulation likely contributed to the ventricle perforation by the straight wire or amplatz catheter. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
After deployment of a 26mm sapien 3 valve, the patient became hypertensive with blood pressure near 200 and then became very hypotensive and had EKG changes. Tee revealed a growing pericardial effusion. A pericardial window was performed to reduce the effusion and a sternotomy was performed. All areas of bleeding were successfully sealed with pledgeted sutures and topical sealing agent. The patient received a total blood transfusion of 2 fresh frozen plasmas, 2 platelets and 4 packed red blood cells. The sternotomy was closed and the patient was transported to cvsu. At the time of the report the patient was stable. The perforation was thought to have occurred prior to the introduction of an edwards device, however, it is unclear when the perforation happened. The injury was thought to have to have been caused by the straight wire or amplatz catheter upon entry into the left ventricle. The injury appeared to have started as a dissection that bled into the myocardium and, once the patient's blood pressure reached 200, a perforation occurred.